Manufacturer narrative:
Concomitant medical products: model: ddmb1d4, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to syncope/near syncope and receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed possible ventricular oversensing during treated arrhythmias. Follow-up was completed with the patients clinic. The healthcare professional (hcp) at the clinic indicated that the patient had not been seen in-office and no reprogramming has been completed at this time. The lead remains in use. No further patient complications have been reported as a result of this event.